Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 215 mg/dl at the time of the call. The customer stated their blood glucose was at 600 mg/dl the previous day. The customer stated they were using expired supplies. The customer was unable to trouble shoot at the time of the call and did not want to return the reservoir back for analysis. The customer was sent a battery cap. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).